Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage and keypad anomaly. The customer's blood glucose was unknown at the time of incident. The left arrow button was not working. The device is expected to return for analysis.

Manufacturer narrative:
All buttons are operating properly. The device was received with missing keypad overlay. Unable to verify crack on the keypad overlay. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly.